Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The manufacturer was unable to duplicate the failure during testing. The device's blower motor needs replaced to address the issue. The customer rejected the estimate and the device will be returned to the customer for blower motor replacement.